Event description:
The capsular tear occurred during nucleus removal. The doctor attempted to implant the lens in the sulcus. The incision was enlarged to remove and replace the lens with an anterior chamber lens. A vitrectomy was performed and suture was used to close.